Event description:
A cartridge alarm 6 was reported by the caller which recurred even after loading a new cartridge. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support replaced the pump and cartridge, instructed the caller to use storage mode prior to returning the pump, and advised on steps for receiving a replacement. The caller acknowledged understanding and will reach out to a healthcare provider for backup therapy, as none was currently available.